Manufacturer narrative:
Continued concomitant therapies: restylane l. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvederm® volbella¿ xc in the lips and oral commissures and 4 syringes of juvederm® voluma¿ xc in the cheeks. The patient was concomitantly injected with restylane l in the nasolabial fold and was taking hormone replacement medication. Approximately 3 weeks later, the patient reported experiencing "inflamed nodules and swelling in every place injected." One week later, the symptoms were confirmed by the physician and the patient was prescribed clineamycin, ciprosloxacin, prednisone and valtrex. One week later, both the swelling and induration had resolved, but the nodules in the cheeks persisted. The next day, the physician injected the patient with hyaluronidase; 300 u/ cheek, 225u in oral commissures, 75u in upper lip and 75u in lower lip. The events are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03159 (allergan complaint # (B)(4)). This MDR is being submitted for the suspect product, juvederm® volbella¿ xc.

Event description:
Additional information received noted the patient was injected with 1 syringe of juvederm® volbella¿ xc in the lips and oral commissures and 2 syringes of juvederm® voluma¿ xc in the cheeks. One week later, the symptoms were confirmed by the physician and the patient was prescribed clineamycin (300mg tid) and a medrol dose pack. Two days later, the nodules appear less inflamed, the swelling had subsided, but the lip was still swollen and a hard nodule was still present on the left lower lip. Patient also stated a nodule "popped" and "orange/clear liquid came out." The patient was advised to leave the nodules alone and to use tylenol for any discomfort. One week later, the patient returned to the office in which the cheeks were noted to be erythematous with edema, the lips were swollen, and nodules were present. The patient was advised to continue the clindamycin for an additional 4 days and ciprofloxacin (500mg bidx14 days) was also prescribed. Two days later, the patient reported no change and was additionally prescribed valtrex (1g bid x7days) and prednisone (50mg) that will be tapered after one week. The next day, the patient reported a blister on the lip opened and drainage was present. 3 days later, the physician injected the patient with hylenex® (300 units in each zygoma cheek, 225units in oral commissures, 75u in upper lip and 75u in lower lip) and was instructed to massage areas for the next 3 days. 3 days later, the patient was re-assessed and the nodules were noted to be decreasing in size. The patient was given another injection of hylenex® (300u to cheeks, 150u to left upper lip, and 150u to left oral commissure). One week later, the patient was seen and another injection of hylenex® was performed and mixed with fluorouracil (50mg/1ml). 2 weeks later the patient was seen again with smaller nodules visible in the left cheek and a new nodules noted in the right cheek. Therefore another injection with (1:1:1 1%lido, 1cc hylenex®, and 1cc 5fu) was performed along with a prescription for a medrol dose pack. One week later, the patient received another injection with (1:1:1 1%lido, 1cc hylenex®, and 1cc 5fu) in the left cheek. 3 weeks later the patient received another injection of (1:1:1 1%lido, 1cc hylenex®, and 1cc 5fu) to the left cheek and oral commissures. 3 weeks later, another injection with (1:1:1 1%lido, 1cc hylenex®, and 1cc 5fu) was performed as the nodule in the left commissure was larger and a small nodule was noted in the left cheek. One month later, the patient received their last injection of hylenex® to the left zygoma and left oral commissure as the nodules are not longer visible. The events resolved after this final injection.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5., b.6., b.7., h.6.